Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was in the lateral pre-pectoral region and caused the patient pain. The device was elective explanted and replaced. The patient was discharged.

Manufacturer narrative:
Additional information: d10 analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.